Manufacturer narrative:
Concomitant continued: 511212 st jude lead, implanted 2015-(B)(6).

Event description:
It was reported that the patient received inappropriate therapy by the right ventricular (rv) lead for t-wave oversensing (twos). Reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is a participant in the post approval clinical surveillance product surveillance registry.